Event description:
The pt has two leads with the same lot number. It was reported, the pt is experiencing ineffective coverage. Reprogramming was unsuccessful. X-rays were taken and revealed the right lead migrated. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.